Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the physician requested a talent aortic cuff to repair either a type I endoleak or aneurx stent graft migration. Per medtronic talent aortic cuff approved protocol, medtronic sent the site a talent aortic cuff trial device; however, due to the pt's anatomy, the device was not used in the pt. There is no further info provided to medtronic regarding the device or the details of the pt relating to the aneurx device.

Manufacturer narrative:
Inherent risk of procedure (endoleak, migration). Conclusions: other (lack of info).